Event description:
It was reported that subsequent to the implant of a protegen sling, the patient got an infection, and the device was removed in 2000. The device was not returned for evaluation.

Event description:
The pt reported pt experienced pain, infections, polyps in pt bladder and continued incontinence.